Manufacturer narrative:
The investigation reviewed the provided ise calibration monitors and found the na compensation values were high at 06:00 a.m. The investigation found the na compensation values were acceptable at the 9:00 a.m. Calibrations. Based on the provided information, the investigation determined the issue was consistent with an unknown calibrator handling issue. A product problem was not identified.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 54 patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer exchanged the reference reagent and confirmed the ise calibration and qc results were acceptable. The initial results were reported outside the laboratory. It was reported an hour after running samples, there were two warnings on the ise module. The customer performed a new calibration and qc and had acceptable results. The customer performed repeat testing with the samples. Below are three examples provided by the customer: sample identifier (B)(6) had an initial na result of 134.3 mmol/l. The repeat result was 139.8 mmol/l. Sample identifier (B)(6) had an initial na result of 128.9 mmol/l. The repeat result was 135.7 mmol/l. Sample identifier (B)(6) had an initial na result of 132.7 mmol/l. The repeat result was 139.7 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.